Event description:
It was reported that the compressor generated a low pressure alarm. There was no patient involvement. (B)(4).

Event description:
Manufacturer's ref : (B)(4).

Manufacturer narrative:
It was reported that the compressor generated a low pressure alarm. There was no patient involvement. Our field service engineer discovered small hole in exhaust tubing for compressor. After the tubing was replaced, the compressor passed all functional and safety test per factory specifications and was returned to customer and cleared for clinical use. No further issues have been reported. Leaking compressor tubing may lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. The conclusion in this matter is that the exhaust compressor tubing was defective. As no goods were returned for investigation, the root cause could not be determined.